Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the proper charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.